Event description:
It was reported that inadequate antitachycardia pacing was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition. No allegation of malfunction was made against the device.